Event description:
The facility reports while a staff member was transporting a pt, the lift stopped completely with the pt in mid-air. The staff member had to press the control button a number of times for it to start working again. The lift would only lower halfway. The pt was removed from the lift with no injuries.